Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that insert would not seat into the tibial tray with repeated attempts. The procedure was completed with another device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The articular surface was returned for evaluation. Visual evaluation indicate that the locking tab of the device exhibits minor damage due to repeated insertion of the insert on the tibial tray. Minor scratches were visible on the inferior surface. Dimensional evaluation indicate that the device was conforming to print specifications wherever measured. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.